Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had detached retina. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed, because the reporter¿s social media post did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The file was opened from a comment made on social media. Not enough information was provided from the account for further investigation. Information was provided, that an company representative messaged the consumer on social media, urging the patient to follow up with a doctor. And asking them to contact company. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).